Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g2, adding other and japan. Information was inadvertently not included on the initial medwatch. The evaluation was completed. During device evaluation, the phenomenon of error code e433 was not reproduced but was confirmed in the device¿s error log. Additionally, there were cracks on the front panel and the power switch makes noises when actuated; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Probable causes include: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the hvps (high voltage power supply board) and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer tr1 on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 12. Non or too low supply voltage from the hvps board (permanent error). 13. Defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 14. Defective motherboard due to short circuit of resistor ntc1 (permanent error). 15. Defective motherboard due to defective adc (permanent error). 16. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit (generator) was sent in for repair. It was reported that immediately after turning on the power of the main unit, the buzzer sounded, and the power turned off. There was an e433 reproduced on the display. The reported issue occurred before a procedure. During estimation, it was discovered that the noise originated from the power switch. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.